Event description:
Reporter alleged that while inserting a multiclix lancet drum into her multiclix lancet device, she stuck herself with a lancet that protruded. Reporter stated that part of the lancet needle broke off into her finger and she went to the doctor to have it removed. Reporter stated the doctor also bandaged her finger. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.